Manufacturer narrative:
The external visual inspection revealed the electrode was sliced along the lead prior to receipt as well as delaminated overmold on the bottom cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across electrical components. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground ring node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. In addition, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced non-auditory sensations which were resolved with programming changes. The recipient then started experiencing sound quality issues. Revision surgery is scheduled.